Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received for the site stating that all of the procedures were completed without harm to the patient. It is unknown if there were any unused spins taken. It is unknown what kind of procedure was being completed at the time of the event. The site stated that the scouts were the only affected image. They also stated that the system checked out by a manufacturer representative in january and the users were educated on holding the exposure button long enough for the system to stabilize at proper dose. There has been no further complaints.

Manufacturer narrative:
Patient information was unavailable from the site. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there does not seem enough exposure in the 2d lateral scan. The anterior posterior (ap) scan turned out well, but the lateral did not. It is unknown if there was a delay in the procedure, but there was no impact on patient outcome. Additional follow-up determined that this issue was suspected to be the technique being used by the radiologic technologist (rt).